Event description:
It was reported that a contamination occurred. The encore 26 inflation device was noted to be contaminated inside the sealed package. No patient complications were reported.

Manufacturer narrative:
Date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected.

Event description:
It was reported that a contamination occurred. The encore 26 inflation device was noted to be contaminated inside the sealed package. No patient complications were reported.

Manufacturer narrative:
B3: date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected. Media review by manufacturer: the device was not returned for analysis. However, a picture was provided from the health care facility. Foreign matter was observed on the device as reported.